Manufacturer narrative:
Follow-up was performed and additional information was obtained: the wire that opened and closed the jaw of the robotic instrument snapped while in use. No pieces were broken off or left in the patient. The instrument was taken out immediately after breaking inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the jaws of the prograsp forceps instrument were observed to be flapping. The procedure was completed utilizing a backup da vinci instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer acknowledged a lack of familiarity with the instruments, but advised that the tip of the prograsp forceps instrument broke off the handle and was inside the patient's cavity. The surgeon was able to retrieve all the pieces of the instrument that had broken. It was believed that the instrument did not move on its own, however, the customer did not have enough familiarity with the instruments to confirm definitively. It could not be recalled if the surgeon recorded the entirety of the procedure, therefore, a video recording was not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin's outer diameter measures approximately 0.062" at the swaged end compared to the nominal pin diameter of 0.073". Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.